Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received submerged in clear solution in its original packaging jar. The serial number (B)(6) was returned detached from the valve. Leaflets 1 (l1) and 2 (l2) appeared partially open while leaflet 3 (l3) appeared partially closed resulting in a gap between all free margins. The leaflets were flexible. Signs of creases were noted on the leaflets; condition was associated with the crimping and recapturing process. Remnants of bloody host tissue were observed on all commissures. All commissures appeared intact. Acute thrombotic host material was noted on the leaflets and outer wrap. The valve was received in a slightly compressed state with the inflow exhibiting an elliptical appearance. The valve was submerged in body-temp (approximate 37 celsius) saline; the frame expanded to full dilation. No kinks or distortions were noted on the frame. The acute thrombotic host material was removed from the valve in preparation for the loading simulation. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use (IFU). Upon loading, frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no issues were noted. The valve was fully deployed. No anomalies were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012234111); product type: 0195-heart valves; implant date; explant date product ID l-evolutfx-34 (lot: 0012151803); product type: 0195-heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was properly loaded on the delivery catheter system (dcs) as a frame overlap between the third and fourth node was observed as an acceptable load. The patient's aortic valve leaflets were heavily calcified. A pre-balloon dilatation was performed with a 23 millimeter (mm) semi-complaint balloon. During the balloon inflation, the balloon burst likely due to the calcification. During the first deployment attempt at an improper depth, valve constrainment was observed. The valve was recaptured and a second deployment attempt was made but an infold was observed more than the first attempt. The system was recaptured and retrieved from the patient. Subsequently a new valve was loaded on a new dcs and was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed, and overlap appears to barely reach node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, a misload was not identified and the valve was used for implantation. A pre-balloon aortic valvuloplasty was performed prior to the implant attempt and there is evidence of the balloon bursting mid inflation. During valve implantation, an infold was evidence during the first deployment attempt. The infolded valve was recaptured and redeployed a second time without resolution of the infold. Of note, recapturing an infolded valve will not resolve the infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. A new valve was loaded, and fluoro valve load inspection confirmed a good load. There is evidence of at least one recapture but no evidence of infold, and the valve was successfully implanted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the implant depth was 0 on the non-coronary cusp (ncc) and approximately 2/3 mm on the left coronary cusp (lcc). The infolding was noted during valve deployment in the cusp overlap projection. It was confirmed that the semi-complaint balloon was a 23 mm cristal balloon.